Manufacturer narrative:
A ge rep evaluated the system and replaced the keyway slotting of the cpu board, formatted the hard drive, and reloaded software. The ge rep recommended further repairs of replacing the mother board. It is anticipated that replacement of the mother board will restore the system to operating as intended.

Event description:
The customer reported the system intermittently would not boot up. No pt injury was reported.